Event description:
It was reported that one hour after implant, the patient experienced syncope. It was also reported the lead dislodged and measured a high threshold of 6 volts. The following day the lead was replaced and it was noted that the screw would not move in or out of the electrode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.